Manufacturer narrative:
At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was revised due to dislodgement caused by patient manipulation. The lead was explanted and replaced successfully. It was reported that there were no additional adverse patient effects.